Event description:
Additional information was received indicating that the issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was received with no damage found on it. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be confirmed. Three different delivery accuracy tests were performed and all of the results were found to be under the manufacturing specifications. The pump was out of specification. Therefore, it was recommended that the expulsor be replaced in order to being the delivery into more nominal of a range.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed accuracy test. It is unknown if there was a patient, or clinician injury associated with this occurrence.